Event description:
Chemotherapy reported that the IV tubings would not work correctly in the infusion pumps. After multiple attempts to load tubing with same lot number without success, the nurse requested a different lot number. The tubing with a different lot was successfully loaded into the infusion pump.